Event description:
Event description guidant received information that this patient's system was exhibiting noise. Interrogation found this epicardial lead to be fractured. The lead was removed from service and surgically abandoned. Another guidant lead was successfully implanted.